Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving an inappropriate shock for af with rvr. The patient experienced light headedness from af. The shock brought patient into a sinus rhythm. Review of the episodes indicated vt. Programming changes were recommended. No further information is available.